Event description:
It was reported to boston scientific corporation in 2006, that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure one month prior, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon pressure spiked so the size of it increased too quickly. The pressure went from 3atm to 7atm in approx 1 second. The physician determined further dilation was not needed, too much blood. The procedure was concluded at that time. Although there were no patient complications reported, the origin of the "bleeding" is unclear, and any efforts to treat the bleeding are unknown.

Manufacturer narrative:
A functional test of the returned sample revealed that the balloon was successfully inflated to the three recommended inflation pressures for this balloon size (3, 5 and 8 atm). Therefore, the complaint could not be replicated in the lab and the cause of the reported malfunction could not be determined.